Event description:
Healthcare provider additionally reported rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, d.10, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported left side pain and concern with the product, and capsular contracture, baker grade unknown. Healthcare professional reported capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight within specification, yellow particles in the shell, cloudy in the gel, deformation and crease fold. Bubbles in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side pain and concern with the product, and capsular contracture, baker grade unknown. Healthcare professional reported capsular contracture, baker grade IV and rupture. Device has been explanted.